Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a low out-of-range (oor) shocking lead impedance measurement. Additional information was unable to be obtained. This device and lead remains in service. No adverse patient effects were reported.